Event description:
It was reported that during a pci procedure, stent damage occurred. The non-tortuous and 95% stenotic lesion was located in the distal right coronary artery (rca). The liberte' monorail stent delivery system failed to cross the predilated lesion and upon removal, it was noted that the stent edge was "lifted up". The procedure was successfully completed with a 20mm x 3.00mm balloon catheter, and two liberte' stent delivery systems (16mm x 3.00mm and 24 x 3.00mm). No pt injuries or complications were reported. Pt status is reported "good".